Event description:
Rptr complains of intestinal cystitis, low blood pressure, peripheral neuropathy, demyelinating neuropathy, carpal tunnel syndrome, brain lesions, anxiety &/or depression, lack of concentration, short-term memory loss, mood swings, procrastination, getting lost or confused, dementia, balance disturbances/vertigo/dizziness, atypical ms, reduced blood flow to brain, skin cancer, chest/rib cage, pain &/or burning sensation & inflammation, elevated cholesterol or triglycerides, dry eyes, thyroid problems, adrenal problems, chronic swelling, pain, discoloration (red or blue) & heat or cold sensitivity of extremities, raynaud's disease, frequent low grade fever, chronic diarrhea &/or constipation, esophagitis, duodenitis &/or gastritis, irritable bowel syndrome, hysterectomy, frequent migraines/severe headaches, palpitations, hypersensitivity or allergies to chemicals, molds, dust or pollen, insect bites or stings, unusual chronic infections, connective tissue disease, joints, inflammation, swelling, pain/arthralgia, rheumatoid arthritis, persistent joint stiffness, bronchitis, chronic swollen lymph nodes/lymphadenopathy in underarms and neck, chronic unexplained muscle spasms, frozen shoulder, muscle atrophy, fibromyalgia, unexplained rashes, sun sensitivity, unexplained severe itching, dermatomyositis, chronic insomnia, vasculitis, chronic fatigue syndrome, long-term extreme fatigue, clumsiness/drops things, misjudges distance/run into objects & sicca. Rptr had 2 capsular contractures & one closed capsulotomy. Also see 1007616).